Manufacturer narrative:
Complaint sample was evaluated and the reported event was confirmed. Visual inspection of the returned device shows signs of repeated use and signs of scratches on the product. The guide is fractured behind the taper of the tip. The fractured portion of the tip was not returned. Hardness is within the specifications. Device history record was reviewed and no discrepancies were found. Root cause was unable to be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
(B)(4). Once the investigation has been completed, a follow up MDR will be submitted.

Event description:
It was reported that a patient underwent an initial hip procedure. During surgery the distal portion of the pin broke off while impacting the shell. No pieces fell into the patient and there was no harm to patient or operator.